Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the header of the implantable cardioverter defibrillator exhibited a connection problem. The physician attempted to put the lead back in the header and screw it down but was unable to seat it properly. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.